Event description:
It was reported, the patient had withdrawal. The patient relocated 2 months ago and did not find a physician. The pump had been beeping for 1.5 months and a printout was not available to know exactly when the refill was due. The patient had gone through the worst of withdrawal and did not have a primary care physician. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).